Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was suspected to be suicide. The patient was found at home with the pump disconnected from power and driveline. It was reported that the patient's outcome was not device or therapy related. The device would not be explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6) , and the patient¿s outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. D, heartmate 3 patient handbook, rev. A, is currently available. Section 1 of the IFU, entitled ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2 of the IFU, entitled ¿system operations¿, and section 2 of the patient handbook, entitled ¿how your heart pump works¿, instruct the user the check the system controller driveline connector to confirm the driveline is securely inserted in the socket. If the driveline disconnects from the controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operations. Section 8 of the patient handbook, entitled ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.